Event description:
It was reported that all electrode pairings had impaired impedance. Signs and symptoms included an increase in frequency and urgency similar to before the device was implanted. There was a return of symptoms following a series of falls. There was a loss of effect. It was unlikely related to the device or therapy and not related to the implant procedure. The device was interrogated and results indicated abnormal leads on (B)(6) 2014. Programming reports were unavailable. The lead and implantable neurostimulator were replaced on (B)(6) 2014. The outcome was resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received reported the event was related to the patient's device or therapy.

Event description:
Additional information received reported there was no evidence of any fractures.

Event description:
Additional information from the health care professional of the clinical study reported there was lead impedance out of range. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va09hd8, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).